Event description:
Legal counsel for the patient reports that patient underwent right total hip arthroplasty on (B)(6) 2003 and that a revision procedure was performed on (B)(6) 2012 due to patient allegations of physical injury, lack of mobility, pain, swelling, inflammation and tissue/bone destruction. Patient's legal counsel further reports allegations of dislocations occurring (B)(6) 2013 and (B)(6) 2013. Review of invoice history confirms both surgery dates and that all components were removed and replaced during the revision procedure on (B)(6) 2012. No further information has been provided to date. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to acetabular cup loosening, femoral stem loosening, and elevated metal ion levels. The operative notes confirm that the acetabular cup, femoral stem and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reports that patient underwent right total hip arthroplasty on (B)(6) 2003 and that a revision procedure was performed on (B)(6) 2012 due to patient allegations of physical injury, lack of mobility, pain, swelling, inflammation and tissue/bone destruction. Patient's legal counsel further reports allegations of dislocations occurring on (B)(6) 2013 and (B)(6) 2013. Review of invoice history confirms both surgery dates and that all components were removed and replaced during the revision procedure on (B)(6) 2012. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information received in medical records and blood test results, which were unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-02672 & 02674 / 02675).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." And number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 5 mdrs filed for this event (reference 1825034-2013-02672, 02674 / 02677). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.